Event description:
The user facility reported that a sagittal saw fell apart while in use during a case on 8/6/2025. No injuries and/or procedural delays were reported.

Manufacturer narrative:
The device was received into the lab on 08/11/2025 and it was noted that the device blade lock was detached from the device. A review of the previous repair record showed that after all needed repairs had been completed the device had passed outgoing quality control inspection with no loose components noted prior to returning to the customer on 06/18/2025. Upon evaluation, it was found that the blade lock and the mating component that the blade lock attaches to (via press fit) both showed signs of wear. The components are attached to the device via press fit, the presence of wear at the component and the mating part can lead to a loose press fit connection and premature separation. It was unable to be confirmed if the wear identified at the blade lock and the mating part is what led to the reported failure but appears to be the most attributable root cause. The necessary repairs were carried out; the device passed outgoing quality control (qc) inspection and was returned to the customer on 08/27/2025.